Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient could see the implantable neurostimulator (ins) through their skin as the skin above the ins pocket became very thin; ins migration was reported. The diagnostic methods included the patient calling and reporting the issue on (B)(6) 2017, so the hcp advised the patient to go to the emergency room (ER), which they did. The etiology was noted as not related to the device/therapy, but related to the implant procedure; the ins was noted. The actions/interventions taken to resolve the issue included repositioning the ins from an abdominal area to a pectoral area on (B)(6) 2017; the event was considered resolved without sequelae. No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to not related to the device/therapy and related to the implant procedure; the implantable neurostimulator (ins) pocket was noted. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.